Manufacturer narrative:
The detachment controller used in the case was returned for evaluation. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. The web embolization device requires the use of fluoroscopy. Potential complications related to angiographic and fluoroscopic radiation doses include, but are not limited to, alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, and delayed neoplasia. The probability of occurrence of complications may increase as procedure time and number of procedures increase. Other procedural complications including but not limited to anesthetic and contrast media risks, hypotension, hypertension and access site complications. Warnings do not rotate the delivery device during or after delivery of the web embolization device. Rotating the web embolization device may result in damage or premature detachment. Procedure - instructions for use detachment of the web embolization device the detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the web embolization device does not move during the connection process. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. Verify the web embolization device position before pressing the detachment button. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not web embolization device movement. If the web embolization device does not detach, push the detachment button again. If the web embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. Verify the position of the web embolization device angiographically through the guide catheter. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the web embolization device remains within the microcatheter. The physician has the discretion to modify the web embolization device deployment technique based on the complexity and variation in embolization procedures. Any modifications must be consistent with the previously described procedures, warnings, precautions and patient safety information in these instructions for use. Items returned for evaluation: -1 controller items not returned for evaluation: -web implant -web delivery system -web introducer -via-17 microcatheter the web system that reported complaint is alleged against was not returned for evaluation; therefore, the device could not be investigated to determine if a condition existed that would have caused or contributed to the complaint issue. However, one detachment controller was returned for evaluation. Visual analysis revealed the external housing to be normal in appearance. No damage or excessive fluid residue was visible. The wdc-2 was opened and the contacts were inspected for clipping. No clipping or low contacts were present. The wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.6 v (specification: 11.2 - 11.8v) duration: 732.4 ms (specification: 660 - 820ms) the wdc-2 board voltage and duration was found to be within specification investigation conclusion the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date. The conclusion above was determined due to the limited information available and the absence of the physical device. The conclusion below was determined after the evaluation/assessment of the return item(s). Only one detachment controller was returned for evaluation. The investigation of the returned wdc-2 found the board voltage and timing to be within specification. The light and audio sequences functioned normally. The investigation of the returned controller did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The web system that reported complaint is alleged against was not returned for evaluation; therefore, the device could not be investigated to determine if a condition existed that would have caused or contributed to the complaint issue.

Event description:
It was reported that a web device was used for treatment of a basilar tip aneurysm. The web was placed in the aneurysm and attempted to be detached using a detachment controller, the device did not detach despite multiple detachment attempts. The physician positioned via-17 at proximal marker and attempted to check tether for sticky detachment, device acted as if no detachment was evident. The physician decided to remove device and upon attempting to retrieve device into the via-17 the device detached partially in parent vessel. The physician was able to manipulate device into the aneurysm but device invaginated and physician performed a contrast run and confirmed deployed device in the aneurysm. The patient was stable with no complications.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web device remains implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging were not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.